Event description:
Distal tip of csi viper guidewire broke off in the distal segment of circumflex artery during coronary pci without adverse effect to patient. Mid circumflex lesion successfully treated with atherectomy and drug-eluding stent.